Event description:
It was reported that tibial component removed and replaced with stem tibia and augments.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.